Event description:
It was reported that a plug driver was found with a fractured tip during inspection after it was returned from a hospital. No patient or surgical information has been provided.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection visual inspection revealed that the tip of the driver was fractured. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a plug driver was found with a fractured tip during inspection after it was returned from a hospital. No patient or surgical information has been provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.